Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-feb-2013, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 08-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication for non-malignant pain, other non-malignant pain, and lumbar radiculopathy. It was reported the had a refill on (B)(6) 2019 and the hcp had filled the pump and programmed a bolus as well. It was noted an hour after the refill, the patient had an overdose and had to be taken in. It was further reported around that time they had programmed the pump to the lowest simple continuous rate and she believed they had orally medicated the patient in the meantime. The hcp that had filled the pump (managing hcp) had put in his notes that the pump had a malfunction which was the reason for the overdose however, on the date of this report they brought the patient in to fill with saline and the physician assistant (pa) aspirated from the reservoir and pulled nothing back when the expected was 33.6 ml. Caller reported this led the pa to believe that the overdose on (B)(6) 2019 was due to a pocket fill and not a pump malfunction. It was noted they had checked the pump logs a few weeks ago as well and there were no anomalies and based off this information, the pump had been empty for about four months now so they were looking at replacing the pump. It was reported they tried to do a dye study however were not able to aspirate so they were thinking about revising the catheter as well. The reason for the call was to review considerations since the patient was on workers comp and scheduling the replacement was difficult. The surgeon available now could only replace the pump and not the catheter so if they wanted to replace both then they would have to wait for the next surgeon who would be available mid (B)(6). It was reviewed the options to check aspiration again and ensuring they were aspirating slowly and changing the patient positioning as needed. It reviewed if that still resulted in no aspiration then to replace the pump and catheter. The rep was redirected to follow-up with the hcp. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-jan-07. It was reported that no further testing had been done since the pump interrogation on (B)(6) 2019. The cause of the inability to aspirate the catheter was determined to be a pocket fill that occurred on (B)(6) 2019. There were no other factors contributing to the pocket fill. The cause of the empty pump with no alarm was reportedly not determined. The cause of the pocket fill was a complete pocket fill performed by a physician. No additional information was known regarding actions/interventions taken to resolve the issue and surgery had not been scheduled at the time of report. It was noted that no injury occurred to the patient (note: this conflicts with the previous report that the patient had an overdose.)

Manufacturer narrative:
H3. Analysis of the pump found no anomalies and the device passed all testing in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.